Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified lesion, two different rx vision stent delivery systems (sds) could not cross the lesion. The patient was treated satisfactorily with a non-abbott bare metal stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis for the rx vision sds revealed the hypotube and jacket were separated distal to the strain relief tubing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted blood visible on the stent implant, on the balloon and on the shaft, which is consistent with the device being advanced inside the patient. There was contrast in the inflation lumen, suggesting that the device was prepared for use. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis revealed that the hypotube, including the jacket material were separated. There were multiple bends noted in the hypotube distal to the separation and a kink proximal to the separation. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Additionally, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. In this case, the lesion was heavily tortuous, heavily calcified and 90% stenosed, which likely contributed to the reported complaint. Furthermore, as there was no damage reported during inspection prior to use and nothing reported regarding a separation or bends/kink damage, this may suggest that a product deficiency did not contribute to the reported difficulty and noted damage. Attempts were made to get clarification from the account regarding the hypotube separation; however, no additional information was available as the account cannot recall this specific case. It is possible for resistance with the lesion to cause the hypotube to kink and eventually fracture/separate. Further handling after the procedure as the device is packaged for shipment back to abbott vascular for analysis can also contribute to a separation and bends or kinks in the shaft. Kinks or bends in the device can then lead to weakening of the shaft material such that subsequent application of force or further handling can result in the eventual fracture of the hypotube. Based on the information provided and the analysis of the returned product, the reported failure to advance appears to be related to circumstances of the procedure. Although limited information was received regarding the noted separation, since there was no damage noted prior to the procedure, the shaft separation and noted damage appears to be related to operational context of the device and not a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the manufacture process. Additionally, all products are visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.